Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower medication error while order processing from meditech to ed pyxis. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server medication error while order processing from meditech to ed pyxis. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: b5, d1, d4 and h4 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were delayed in processing at the station, which resulted in a medication error. The technical support specialist (tss) verified that the messaging polling interval had been increased, referencing the knowledge article (medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue). The tss reviewed the event viewer for any connection issues. An example order was received for message review in structured query language server management studio, but it was already closed, and the patient had been discharged. A request was sent to the customer for an active order and patient as an example, but multiple follow-up attempts received no response, and the tss proceeded to update the case for closure.